Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Visual inspection was performed and revealed no issues. The sample was functional tested and no issues were found. The reported condition was not verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive set was leaking an unknown chemotherapy drug from the tubing of the set. This occurred after 500ml of the solution had already infused. There was patient involvement; however, no patient injury was associated with this event.